Manufacturer narrative:
The device in this report has not been returned to olympus medical systems corp. (Omsc) for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
The main lamp of the device did not light and sometimes switched to an emergency light. There was no report of patient injury associated with this event. The user facility did not provide other detailed information.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation but was returned to olympus service operation repair center (sorc). Sorc could not duplicate the reported phenomenon but found damage of the igniter for the xenon lamp of the subject device. If the xenon lamp fails to ignite, the light source automatically switches to the emergency lamp and the emergency lamp indicator lights up. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. There is no service record for the subject device. More than six years have passed since the subject device was installed to the facility in october 2014. The exact cause of the reported phenomena could not be conclusively determined. However, based upon the inspection, there is the possibility that the reported phenomenon was attributed to the damage in the igniter due to aging deterioration.